Event description:
Ous MDR - the customer submitted a complaint report to (B)(6) although no incident occurred. "The cardiology transmitter transmitted data for an other ICD that the one it was programmed with". Following an ICD replacement, the explanted ICD transmitted with a cardio messenger that was nearby. The nurse who reported the event did not understand our explanation.

Manufacturer narrative:
Device analysis was performed by analyzing the income (B)(4) data from the reported cardiomessenger. All data sent by cardiomessenger (B)(4) was checked but no abnormalities were found. Regular data from the implant since (B)(6) 2012 until today was sent and no other implant messages were found in between. The clinical observation that an explanted ICD transmitted data with a cardiomessenger nearby could not be confirmed. An event report showing lead impedance > 3000 ohms through (B)(4) was not found. For cardiomessenger (B)(4) no deviations were found. The device behaved as specified.